Manufacturer narrative:
D8, d9, g3, g6, h2, h3, h6, h10 the reported glidescope spectrum smart cable was originally indicated as not returning to verathon. Upon follow-up communication with the customer, they decided to return it to verathon for evaluation. A verathon technical service representative evaluated the reported smart cable and was able to confirm the reported image issue. When connecting the reported smart cable to known, good, test verathon equipment, the smart cable failed to be recognized and showed green horizontal lines on the connected display. Visible corrosion was identified on the reported smart cable's hdmi connector pins. The camera image quality test was performed for the smart cable and failed. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air or drying the connector with a clean, lint-free cloth may have caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the smart cable. Upon completion of the evaluation, the reported smart cable was scrapped due to having already been replaced prior to its return to verathon for evaluation. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Based on communication with the customer, the likely cause of the reported issue was isolated to the glidescope spectrum smart cable. Review of complaint history for the reported smart cable serial number "(B)(4)" did not identify any previous complaints. Trending analysis for glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Verathon recommended the customer replace their glidescope spectrum smart cable as there are currently no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the picture goes in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.